Event description:
It was reported that the patient had removal of a malfunctioning epidural lead and insertion of another lead from the manufacturer through a new separate laminectomy with real time fluoroscopy on (B)(6) 2008. The patient had the implantation of the stimulator on (B)(6) 2007. Further information regarding this malfunctioning lead and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 399930, lot# v013446, implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).